Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the telemetry transmitter overheated, and it caused damage to the battery compartment. One of the negative contacts was burned and the plastic around it was melted. The biomed stated they did not know if it was in patient use when the issue was discovered. No harm was reported. Investigation summary: the device was sent in for an exchange, but no evaluation was performed. A previous nkc investigation identified that the incorrect insertion of the batteries may cause the battery spring terminal to break the coating of the battery, leading to short circuit and eventually heating of the battery and device. The operator's manual provides instructions on how to properly insert the batteries on the device. Furthermore, a design change was made to prevent overheating by short circuit caused by improper insertion of batteries (ref tn-1231). The design change has been applied to the following serial numbers: (B)(6) - serial (B)(6) or later (B)(6) - serial (B)(6) or later (B)(6) - serial (B)(6) or later (B)(6) - serial (B)(6) or later. The complaint device (B)(6) sn (B)(6) was made prior to this change. A design change has been implemented to the product to prevent short circuit of the battery during battery insertion. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter overheated and it caused damage to the battery compartment. One of the negative contacts was burned and the plastic around it was melted. The biomed stated they did not know if it was in patient use when the issue was discovered. No harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter overheated and it caused damage to the battery compartment. There is an indent melted in in the compartment. They also stated that for one of the negative contacts, its on the right side of the unit if your looking at the back of the transmitter. This one is burned and the plastic around it is melted. The biomed stated they did not know if it was in patient use when the issue was discovered and was just handed the transmitter. Therefore patient information and additional concomitant device information is not available. No harm reported.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter overheated and it caused damage to the battery compartment. There is an indent melted in in the compartment. They also stated that for one of the negative contacts, its on the right side of the unit if your looking at the back of the transmitter. This one is burned and the plastic around it is melted. The biomed stated they did not know if it was in patient use when the issue was discovered and was just handed the transmitter. Therefore patient information and additional concomitant device information is not available. No harm reported.